Manufacturer narrative:
A maquet field service technician (fst) visited the facility and evaluated the device. The light head dropped from spring arm during cleaning. As per the fst, it is likely that the screw holding the collar covering the snap ring in place was moved upward and snap ring was disposed of. The lighthead and the spring arm have been replaced and the unit has been tested and returned to service. The lights have been maintained by the facility. The xten operating manual indicates that the technician must check that the snap ring is present and in the right position (between the spring arm and the fork, and between the fork and the lighthead).

Event description:
Customer called into the afterhours service line to report a surgical light head had fallen into the floor. She indicated that it was a ped light head. There was not patient involvement and no patient injury or death. She reported that the cleaning crew was in the room when the light head just fell onto the floor. No staff was hit or injured. The local service technician was alerted as well as the rsm. The customer was contacted and a service visit was scheduled. A service order will be created monday for the technician. A follow-up report will be added then. The local stm is (B)(6).